Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, patient developed a skin reaction with rash, redness and drainage extended beyond the patch perimeter. The patient went to his local urgent care to address his skin reaction issue. The health care provider prescribed cephalexin (oral antibiotic) for 7 days. The area was prepared with soap and water before placing the sensor on the body. At the time of the report the patient was recovered. No product was provided for evaluation. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).